Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Pt stated that upon removing the tubing set, pt noticed there was fluid leaking and there was fluid inside the cassette door. Pt had no adverse effects. Sample is not available; sample was discarded.